Manufacturer narrative:
(B)(4). Retainer ring = clear. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. After visual inspection, there is severe corrosion just about everywhere inside the case including the j7, j6 connectors on pcba1 and the force sensor flex cable. Pump error 35 is found in the long trace file. The force sensor zero offset measured within spec = 1.85 v. In summary, the critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage found on the force sensor cable. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, scratched case.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that they seed fluid under the lcd display and fluid in reservoir compartment and battery compartment. Customer stated they hear fluid when shaking the insulin pump and the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.